Event description:
The customer reported that the left monitor did not work. No pt injury was reported.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.